Manufacturer narrative:
The patient was reimplanted with a new device (B)(6) 2013. This report filed october 3, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced uncomfortable stimulation with device use. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013.